Event description:
I had saline breast implants installed in (B)(6) 2012. At that time, I was a very healthy and active (B)(6) year old. By (B)(6) 2014, my health began to be adversely affected, starting with a terrible episode of shingles (I was only (B)(6) at the time and doctors were baffled by this onset at such a young age.) They concluded that my immune system must have been severely compromised for me to have had them in my 30¿s. Since that first onset, I have had more than 15 episodes of recurring shingles and many more health issues that have followed. These health issues include: chronic fatigue/low energy, hormonal imbalances, adrenal fatigue, estrogen dominance, low libido, hair loss, dry/brittle hair , dry/aged skin, dull eyes, severe joint, inflammation, plantar fasciitis, insomnia, chronic sinus issues/bloody discharge, worsened pms symptoms, fibrous breast tissue, dizziness, loss of balance, neuropathy in my legs and feet, numbness and tingling in my arms and hands, and depression.